Manufacturer narrative:
Investigation: four (4) samples were received from the customer for investigation. The returned samples were visually examined, two (2) of the returned samples had minor scale printing issued but no scratches were observed in the barrels. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion the condition reported by the customer cannot be confirmed.

Event description:
Material no.: 302832 batch no.: 9182467, 9149628, 9120516 it was reported that during use of the bd luer-lok¿ tip syringe there are scratches on the barrel. There are scratches on the barrel of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9182467. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-01. Medical device lot #: 9149628. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-29. Medical device lot #: 9120516. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 302832 batch no.: 9182467, 9149628, 9120516. It was reported that during use of the bd luer-lok¿ tip syringe there are scratches on the barrel. There are scratches on the barrel of the syringe.